Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1882, lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient developed superior vena cava syndrome (svc obstruction) secondary to indwelling implantable cardioverter defibrillator (ICD) leads. The right ventricular (rv) lead and ICD were explanted. No further patient complications have been reported as a result of this event.